Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure as the device was not an appropriate fit for the patient. It was noted that although the ipp was properly sized, the physician believed it could lead to a distal erosion. After an antibacterial washout, the existing device was removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.